Manufacturer narrative:
(B)(4)- upon carefusions investigation or additional information becomes available, a follow up emdr will be submitted. (B)(4).

Event description:
Broken customer stated via email: to fit securely on safety valve. She was able to clean cap from prior bottle to use again.; no injury.on 08/30/2016- writer received email from end user stating that she remembered that the flange on the safety valve broke a couple months after being inserted ((B)(6) 2016) and that is why the caps with the new design do not securely connect. She feels her husband had undergone enough procedures over a period of time and chose not to have catheter replaced. She went on to write that she has been re-sterilizing caps from previous kits (older designed caps) by keeping them in alcohol as they securely fit the safety valve. Furthermore, she shared that in the past she had other issues, but had not thought them to be serious enough to; bring them to the attention of (B)(4). Writer shared that (B)(4) does not recommend resterilizing or re-using caps as we can not ensure the safety nor the integrity of the product. Recommended she reach out to her husbands provider for further recommendation/intervention. No additional information will be provided.